Event description:
Customer reportedly obtained results of 193mg/dl and "hi" (> 600mg/dl) on the aviva system within 10 minutes. An additional comparison reports results of 138 mg/dl, 137 mg/dl, and 287 mg/dl on the aviva system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.